Manufacturer narrative:
H3: analysis of the react-68 catheter (model: react-68 lot: b043775) found that the react 68 catheter total length was measured to be ~140.4 cm and the useable length was measured to be ~133.3 cm which is within specifications (specification: 132 cm +3/-0 cm). Upon visual inspection, no damages or irregularities were found with the react hub. The react-68 catheter body was found to be separated at ~95.5 cm from distal tip. The broken part was returned as well. No damages or irregularities were found with the distal tip. The react-68 catheter was flushed, water exited from the distal end. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed as the returned react catheter body was found separated. However, the cause for the damage could not be determined. H6: method code updated to b01. Result code updated to c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a react-68 catheter that broke during the a thrombus retrieval procedure to treat a patient for acute cerebral infarction. It was reported that the guidewire passed through the react catheter. When delivering the catheter to the artery, resistance was felt and force was applied. The catheter and guidewire both fractured at the distal end. As the guidewire also fractured, it was thought that the y-connector may have been overtightened and there might be a load on the hand which resulted in a rupture. The procedure was completed by replacing the reported device with a new one. The issue occurred while the device was still outside the patient's body, therefore, there was no harm or injury to the patient. The procedure was completed by replacing the reported device with a new one.